Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support and was assisted with resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.